Event description:
It was reported to MFR sales rep by facility, facility states a resident was in bed and was trying to get out of bed supported by a side rail when the retaining clip broke on the full length side rail [f16] and she fell to the floor. Resident was found on the floor lying on top of the side rail. The resident was taken to the hospital, scan was done which revealed resident sustained a broken hip, the hospital determined she was too frail to receive anesthesia; no surgery was performed and she passed away in the hospital thereafter. Per the sales rep, "when he spoke with the c.n.a. And (B)(6) they support that this resident is a fall risk, wanders, and has a history of close call falls." When dealing with this call, the facility informed us that they had an earlier similar incident with a different resident which will be reported under separate cover.